Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported issue (no image) and found it was due to printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported issue was caused by faulty printed circuit boards. However, the root cause of the circuit board failures could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the monitor did not display an image while preparing for a diagnostic gastroscopy procedure. The issue occurred before the patient was anesthetized. There was no delay in the procedure. Another similar device was used to complete the intended procedure. There was no patient or user injury reported due to the event.